Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower and upper cases were broken. It was also noted that the battery release was contaminated, the side bail covers, ring cover, side bails and ring bail were missing, the lead flex cover was corroded, the output connectors were dented, the battery contacts were compressed, and the battery drawer was broken.

Event description:
The device was returned to the manufacturer for repair of damage after the unit was dropped. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.